Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown a review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported "capsular contracture". Later healthcare professional reported there was no capsular contracture for this side. Later, patient reported "they are a breast cancer patient". Later, patient's legal representative reported "capsular contracture", "hardening" (ndr), "uncomfortable feeling" (ndr), "tiredness, irritability, fatigue" (ndr), "inadequacy as a woman" (ndr), "headaches" (ndr), "depression" (ndr) and "joint pain" (ndr). This record is for the right side. Device was explanted.